Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the patient orders did not cross over the server. A technical support specialist confirmed that issue was on hospital interface and not on the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es server. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a pyxis medstation es system patient orders did not cross over on a server, preventing user from removing the required medications to patient and causing delays. The customer stated that user created temporary patient to prevent patient harm. There were no adverse events or injuries reported based on this event.